Event description:
It was reported that a spectrum iq infusion pump did not recognize close door. This occurred during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'error message to close door, not recognized' was reproduced. A review of the event history log (ehl) revealed 'error message to close door" . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose links screws. The link and link switch requires adjustment to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.